Manufacturer narrative:
Initial and final MDR 1896176 - device 3 of 5. E1: e1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusions sets were fell off during use on (B)(6) 2024 and (B)(6) 2024. The blood glucose level was between 100-200mg/dl. The infusion set was in use for both events about 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.